Event description:
A purchasing agent reported that after an intraocular lens (iol) was implanted, the pt had an unexpected postoperative refractive outcome. The lend was exchanged for another iol of similar model but different power. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).